Manufacturer narrative:
Correction to the initial emdr in b5 event description and h6 patient codes. This event no longer meets reportable criteria.

Event description:
It was reported that this patient with right ventricular (rv) lead was not successfully implanted due to difficulty in positioning the lead and after multiple attempts lead was fixated with similar low amplitude current of injury. This lead was never in service and new lead was placed. No adverse patient effects were reported.

Event description:
It was reported that this patient with right ventricular (rv) lead had concern about rv septal perforation. The physician had difficulty in positioning the lead and after multiple attempts lead was fixated with similar low amplitude current of injury. This lead was never in service and new lead was placed. No additional adverse patient effects were reported.